Event description:
The customer reported fiber breakage/fractured at the tip while the fiber was outside of the patient's body during a prostate procedure at 55,64 joules. The case was completed with a second fiber. The patient outcome was reported as "good".

Manufacturer narrative:
The customer's initial report of fiber tip breakage outside of the patient is not considered a reportable issue. The device was returned to the manufacturer and analyzed. Upon analysis of the returned fiber, the fiber tip was found not to be broken/fractured; the cap was found to be attached and intact however, the cap was found to be drilled through. The cap was also found to exhibit detritus, char and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. Based on the analysis findings, the drilled through cap condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue retraction, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. (B)(4) - thermal problem.